Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported that upon receiving her contact lenses there was debris in the storage solution. The patient states that the lenses were cleaned with the multipurpose solution and used. The patient experienced eye irritation, discomfort, decreased vision, and itching. The patient states that she was diagnosed with an eye infection, conjunctivitis, in the right (od) eye and states that her cornea's have been damaged. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.